Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a fall on may 31st, 2025,  the patient¿s intellis adaptivestim pain implantable neurostimulator was not working. The patient was unable to connect to the neurostimulator with the remote and was unable to charge the generator since the fall. There was a return of pain and lack of relief from the spinal cord stimulator, but no other new pain or symptoms related to the device were reported.  Troubleshooting steps included attempting to charge and reset the controller, as well as using recharge mode. The fall was reported as the cause of the issue. The issue was ongoing and had not been resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.